Manufacturer narrative:
The product was not returned for evaluation. The patient was reported the cannula was not properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44 warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 21.7 mmol/l (391 mg/dl) while wearing the pod for 26 hours on the arm. The patient noticed her bg levels were rising and attempted to correct it by administering a manual injection. The manual injection temporarily lowered the patient's bg levels, however, her levels remained high and continue to rise. As further treatment, the patient decided to change the pod. When she removed the pod, she realized the cannula was not inserted in her skin. The cannula was "laying on [her] skin". Additionally, the patient reported that the pink slide had not moved forward (into the viewing window), indicating a needle mechanism failure had occurred.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. There were issues noted that would have caused high blood glucose levels. It could not be determined if the cannula was properly inserted. Additionally, there were no issues noted that may have resulted in a needle mechanism failure.